Event description:
It was reported to gore, the gore bioabsorbable seamguard was implanted during a sigmoidectomy in 2008. The patient was readmitted about three days later for pain. Re-intervention occurred in the next day, and the physician discovered 2 small holes at the anastomosis. The physician repaired the holes, and performed an abdominal washout of the patient. Additionally, the patient received a temporary ileostomy. According to the physician, the patient is ok.

Manufacturer narrative:
Method - investigation is in progress.